Event description:
The patient reported, that she noticed that her infusion device was buzzing and displayed 3.0 on the display screen. The patient stated, that she was aware of the power pack recall. She reported that, the power pack had been in use for 1 week. The patient also stated, that she received the correct power packs but, just had not placed them into the device. The patient stated, that she then replaced the power packs and the device functioned correctly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.